Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2014 by (B)(6), md.

Manufacturer narrative:
It was reported that the patient experienced pain and adhesion. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(6) - surgical intervention device code:(B)(4)- hernia recurrence occurred it was reported that following insertion the patient experienced infection. It was reported that patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6) at (B)(4) due to ventral hernia recurrence.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/9/2019.

Manufacturer narrative:
Date sent to FDA: 12/17/2019.